Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the burr got stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and rotawire were selected for use. After a successful rotablation, the burr was removed after incision. However, severe resistance was felt with the wire, so both device were removed together. The procedure was completed without replacing the device. There were no complications reported.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at the proximal end of the wire. Functional testing was performed using the returned rotablator device. During testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the proximal end.

Event description:
It was reported that the burr got stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus and rotawire were selected for use. After a successful rotablation, the burr was removed after incision. However, severe resistance was felt with the wire, so both device were removed together. The procedure was completed without replacing the device. There were no complications reported.